Manufacturer narrative:
Life-threatening is being added to outcomes attributed to adverse event.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic cardiac catheterization procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery. Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed, "a question arose whether the patient's muscle was swelling and/or a hematoma (size unknown) had formed" at the access site. A pressure bandage was placed at the access site. Since there was no physician to order for a pressure bandage, the post catheterization procedure registered nurse did not feel comfortable assessing the patient and stated that she could not assess the patient. Therefore, the pressure bandage was removed from the patient. Hemostasis was achieved with the pressure bandage. Post procedure a post angiogram was performed to evaluate the closure at which time a low stick was confirmed. The patient was brought up to the floor around 5:00 pm, still with hemostasis achieved. The nurse reported that the patient felt pain in her right leg, after 10:00 pm and the patient's blood pressure and platelets dropped. The nursing staff reported that they felt that a softball sized hematoma was present at the access site. Pressure (duration unknown) was applied to the hematoma and a blood transfusion was done. The patient was noted as stable at around 2:00 am. The patient was also noted as "doing well and that the patient's access site looked good".

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1311002) indicated that the device lot met all established performance criteria prior to shipment.